Manufacturer narrative:
(B)(4) investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-02702, 02703, 02704, 02705, 02706 and 3007042319-2016-01654) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that this patient experienced power switching on numerous batteries. The patient also reported that (B)(4) was showing a flashing yellow light on the battery charger despite trying several ports. Log file review performed by a clinical engineer "indicated that the patient had a controller power up and associated motor start on (B)(6) 2015 indicating that both power sources were disconnected from the controller". Log file review also identified potential switching events with several batteries; unfortunately, these events could not be 100% confirmed. The controller and batteries were exchanged with no reported effect on the patient. Investigation is ongoing.